Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the inoperable device was due to a depleted battery as a result of the unit failing to charge. The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable. There was no patient injury reported as a result of this incident.